Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient's blood glucose level rose to 20.0 mmol/l (360 mg/dl) while wearing the pod. The patient reported that the adhesive was not sticking well to the skin. Once removed it was noticed that the cannula was not properly inserted and insulin was leaking.